Manufacturer narrative:
.

Event description:
Increase in the ventricular pacing threshold led to ventricular pacing failure, which caused the patient's hospitalization for bradycardia on (B)(6) -2016. No significant changes were observed in the ventricular lead impedance values. Ventricular output was reprogrammed from 2.0 v/0.35 ms to 5.0 v/1.0 ms, and then to 5.0 v/0.35 ms a few days later. Significant variations of r-waves amplitude was observed starting mid-(B)(6) 2016, while the ventricular lead impedance was stable at around 600 ohms. When lower r-wave amplitude values were recorded, the % of v pacing was also showing a decrease. No pacemaker failure is suspected by the hospital. Reportedly, increase in the ventricular threshold had also been experienced around (B)(6) 2011 (6 months post-implant). The threshold value had decreased after lowering of the ventricular output. No root cause (e.g. Changes in medications) was identified. The physician stated that the changes in the ventricular lead measurements might be attributable to the patient's cardiac muscle. Analysis of the patient files received did not reveal any pacemaker or lead anomaly. The reported event might be due to the patient's physiology.